Event description:
During laparoscopic sleeve gastrectomy, one of the covidien purple 60 staple loads misfired and failed, leading to extraction of strewn staples in the abdomen and modification of the gastric sleeve procedure with resection of stomach in order to complete the procedure safely. Md stated that he did have to modify the procedure in order to complete it safely, which he said he did. He said that the patient is doing fine but he wanted it clearly documented in the event that the patient does not appear to has any issues or leaks.